Event description:
It was reported to st. Jude that the patient presented with an ICD battery voltage reading that stated "past eol". Diagnostics did not indicate any abnormal usage. The device was explanted and returned for analysis.